Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). (B)(4)sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of this device. Therefore, the testing result cleared the (B)(4) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018] all channels: bacillus spp. (5 cfu/endoscope), coagulase-negative staphylococci (26 cfu/endoscope) [second time; (B)(6) 2018] all channels: pseudomonas aeruginosa (5 cfu/endoscope). The device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie4 with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".